Event description:
Related manufacturer report number: 2017865-2023-11535. New information received notes that the non-pacing dependent patient presented for the extraction of both the right atrial (ra) and right ventricular (rv) lead. Both leads were found to exhibit significant over-sensed noise. The rv lead failed to capture at high output and ra lead had inappropriate automatic mode switch. Upon fluoroscopy it was evident that the patient had twiddled the leads, and the entanglement caused portions of the insulation to completely wear away. Both leads were successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, oversensing noise, insulation abrasion, twiddler's syndrome and pacing problem. As received, only the distal portion of the lead was returned in one piece with the helix extended/stretched/damaged due to procedural damage. The reported events of oversensing noise, insulation abrasion and pacing problem were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts. No anomalies were found after the lead was dissected and the outer insulation and coil were removed to examine the condition of the inner insulation. The full helix extension length of the helix was unable to be measured due to the damaged helix as received.